Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a paroxysmal atrial fibrillation, upon flushing the polarsheath, the valve started leaking. The sheath was replaced and the procedure was completed without any patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that during an ablation procedure to treat a paroxysmal atrial fibrillation, upon flushing the polarsheath, the valve started leaking. The sheath was replaced and the procedure was completed without any patient complications. The sheath has been received for laboratory analysis.

Manufacturer narrative:
The polarsheath steerable sheath was returned to boston scientific for analysis. Visual inspection revealed a slight tear on the surface of the outer slit, and leaks were observed. Standard aspiration testing was performed, visible bubbles were noted in the flush line. Hemostasis and air pressure testing was conducted, and the sheath failed to meet all specifications, a disruption of pressure was noted. The reported clinical observations were confirmed.